Event description:
It was reported that the catheter, while still sealed, was outside of sterile tray and appeared to be in the seal. There was no patient event. The product was never introduced to the sterile field.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis found ¿catheter packaging ¿ inner tray did not properly hold components in place¿. The sterile tray was received for analysis with the outer lid (tyvek seal with label) peeled back. As received, the distal end of the catheter along with other portions of the catheter, were out of place and protruding from the inner cover in the sterile tray. The inner cover itself was not in its proper position as received. No pressure or patency testing was done.

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined that the following information previously reported in manufacturer's report # 3007566237-2014-01085: [it was reported that, during a new pump and catheter implant, the catheter kit was opened and the tyvek was removed and the catheter was under the seal of the tyvek and the plastic tray. This catheter was not used and another catheter was used. There was no patient involvement as another catheter was available. It was later reported that the product was never introduced to the sterile field. This was a packaging issue.] Is the same event as the event reported in this manufacturer's report.